Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to state that the system displayed error code 23017 on the patient side manipulator (psm3). Psm3 was stowed and the customer pressed the recoverable button to continue the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site's initial reporter and obtained the following additional information regarding the reported event: the ports were not placed prior to the issue being identified. The system functionality was checked upon the system powering on, and no error faults were displayed initially. Tse was contacted for troubleshooting and full troubleshooting was not completed. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse evaluation, the customer's problem was not reproduced. Error code 23017 was found on patient side manipulator (psm)#3 when psm#3 was stowed. Psm#3 was replaced. Additionally, the fse performed a brake test, sine cycle, cable tension, and friction test. All the tests were passed. The system was tested and verified as ready for use. Isi did receive the psm to perform a failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the psm is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. A visual inspection was performed and results identified no issue. During failure analysis, the reported failure was confirmed via system log review but was unable to be reproduced during testing. The psm was installed into a test system and powered up. The system passed all testing specifications.

Event description:
Refer to h10/h11 for follow-up information.